Event description:
It was reported that the patient faced three infusion sets patch did not stick to skin upon insertion events on (B)(6) 2026. Patient replaced infusion sets and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.